Event description:
While treating an aneurysm located in the middle cerebral artery (mca) bifurcation, the physician attempted to place a coil (subject device) in the aneurysm. The coil was not fully introduced into the aneurysm when the physician repositioned. During manipulation, the coil appeared to break "spontaneously away from the delivery system". While under fluoroscopy it could be seen that a portion of the distal end of the coil was in the aneurysm, and the remainder of the coil was in the microcatheter. The entire coil was removed from the patient. No portion of the coil remains in the patient. When the patient woke from anesthesia, it was found that the patient experienced "voice disorders", follow up information states that the patient is currently experiencing "problems with talking".